Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction is undetermined.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on that the tip of an ultratome sphincterotome device is frayed and the cutting wire is protruding through the extrusion. There were no patient complications reported as a result of this event. No further information is ascertainable from the complainant.